Event description:
Boston scientific received information that during the implant procedure, the pacemaker was programmed, but brady therapy was not turned on. The physician connected the pacemaker to the leads, tightened the set screws, confirmed the lead was securely inserted and placed the pacemaker in the pocket. Brady therapy did not activate and the pacemaker remained in storage mode. As the pacemaker was not pacing, it was explanted and replaced. The pacemaker was then tested and exited storage mode appropriately. It was indicated that this patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was programmed to storage mode and no pacing output was noted. The device was then programmed out of storage mode and the device began to pace at the programmed values. As a result, the clinical observations could not be confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.